Manufacturer narrative:
D4: lot #: suspect lots 26a07t021, 25j18t054, and 25j01t001 reported are not recognized by the system. The device was discarded and the suspect lot numbers are not recognized by the system; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch in the middle of the homechoice cassette. This was identified during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.